Manufacturer narrative:
Longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was premature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the true ventricular tachycardia episodes were not treated due to undersensing of pseudo pseudofusion episodes. Programming changes were recommended. The physician elected to explant the device due to an advisory warning. No further information is available at this time.

Event description:
Additional information received indicated that the patient was stable before, during and after the procedure.